Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when they first had the system implanted, it worked wonderfully for them but when it came time to replace the battery (the patient stated they though it was because of normal battery depletion), the surgeon "switched the leads" and they had all kinds of problems since then and that "it all just went down hill for their symptoms after that." The patient stated they had a second system placed and that they then had to replace one system because it was causing damage to their nerve so they put in another system. The patient stated they didn't know when they switched to having an [different manufacturer] device but they thought it was because their previous ins had depleted and the managing health care provider (hcp) had wanted the patient to switch to [different manufacturer], but the patient had so much trouble with the [different manufacturer] device that they switched the patient to their current system after that. The patient commented about one of their previous systems when patient services was reviewing device description function with the patient that they knew at one point when they were working with "the old rep" at one of their appointments, (the patient could not recall which device it had been) that they were told not to use programs 3 or 4 because those programs ca used the patient to have massive bowel movements. The patient also mentioned that there might have been a time when one of the programs were "wicked strong" and they couldn't use it because they wouldn't have been able to handle it.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2lqg5, implanted: (B)(6) 2022, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-jan-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.